Event description:
It was reported that the user¿s healthcare provider instructed the user to inject external insulin while remaining connected to the ilet pump rather than announce breakfast, and the user understood this was under provider guidance. No reported adverse clinical effects. Outcomes included no reported impact on health, daily activities, or medical care. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user management under healthcare provider direction outside of standard use.